Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).